Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD)delivered anti-tachycardia pacing (atp) and a shock for a rhythm that was initially detected in the monitor only vt-1 zone. It was reported that tachycardia therapy was not exhausted. Boston scientific technical services (ts) discussed that if the rhythm was detected in the vt-1 zone and accelerated into the vt zone, no discriminators would have been applied because the device would have been in redetection mode. Programming optimization was discussed. No adverse patient effects were reported.

Event description:
Additional information was received that this device was later explanted and returned for reliability analysis.

Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.